Event description:
On (B) (6) 2010, the lay user/reporter contacted lifescan (lfs) to report the one touch ultrasmart meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010 at 10:00 pm, the patient obtained the blood glucose reading of 'greater than 300 mg/dl' on the reported meter, which he claimed was high compared to his expected values. Based on this reading, the patient took an increased dose of insulin, five units humalog insulin. At 10:30 pm, the patient experienced the symptom of nearly passing out. The patient's wife treated him with orange juice; he did not seek medical attention. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increase dose of insulin based on an elevated meter reading, and received treatment with food to alleviate those symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.